Manufacturer narrative:
B5 - corrected to: " the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+1.0/086 into the patient's right eye (od) on (B)(6)2023. An excessive vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and it was implanted vertically. The problem was resolved. Cause reported as unknown." In the initial MDR. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -10.0/+1.0/086 into the patient's right eye (od) on (B)(6) 2023. An excessive vault was noted. The lens was exchanged on (B)(6) 2023 for a lens of the same length and it was implanted vertically. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
H6-device code 1494: off-label use (under 21yrs of age at date of implant). Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Haptic significantly damage, unable to perform dimensional inspection. Claim #(B)(4).